Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Type of procedure performed: vnotes hysterectomy. Event description: after about 10 minutes use of voyant during the laparoscopic phase. Voyant started to malfunction. Did not activate when energy button was pushed. Instead activated when latching handle was compressed. Undocked the voyant device key but did not work. Restarted the generator. Did not work. Replaced the handpiece with a new eb215. Additional information received by applied medical rep via email on 18jun2025: lot number on the kit gk770 (this is a eb215 that was included in the kit) is: 1557878. Lot number on the voyant is: 1543385. They heard the activation and end tone. The surgeon activated the blade after the end tone. There was no bleeding from the incident. Patient status: patient is well. No harm done by incident. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf energy output. Based on the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: vnotes hysterectomy event description: after about 10 minutes use of voyant during the laparoscopic phase. Voyant started to malfunction. Did not activate when energy button was pushed. Instead activated when latching handle was compressed. Undocked the voyant device key, but did not work. Restarted the generator. Did not work. Replaced the handpiece with a new eb215. Additional information received by applied medical rep via email on 18jun25: lot number on the kit gk770 (this is a eb215 that was included in the kit) is: 1557878. Lot number on the voyant is: 1543385. They heard the activation and end tone. The surgeon activated the blade after the end tone. There was no bleeding from the incident. Intervention: device replacement patent status: patient is well. No harm done by incident.